Event description:
The intended procedure was laparoscopic cholecystectomy. The intended procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b3; b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus, but was inspected by a third party. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to the use of excessive force by the user. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was therapeutic.

Event description:
The customer reported to olympus, the insert scissors mechanism is damaged on the jaws, 5 x 330 mm, scissors, metzenbaum. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.